Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was in a long term care facility and had been hospitalized three times since (B)(6) 2016 for respiratory issues that had come on gradually. Per the reporter, the patient¿s physician that managed the patient at the long term care facility did not believe it had anything to do with the pump; however, the reporter was concerned and wanted to have someone check the pump to rule out any issues with that. The patient was hospitalized on (B)(6) 2016 for respiratory depression and a uti (urinary tract infection); hospitalized on (B)(6) 2016 for bronchitis and respiratory distress; and hospitalized on (B)(6) 2016 for respiratory distress, lethargy, and aspiration. The reporter had not contacted the physician that managed the patient¿s pump.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient had since expired and the hcp did not wish to share additional information except that the patient¿s death had nothing to do with her baclofen therapy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.